Event description:
New information received notes that post-paced t-wave oversensing occurred again after device re-programming. Additional programming changes and lead repositioning or replacement was recommended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for follow-up in hospital, non-sustained rv oversensing due to post-paced t-wave oversensing was observed. Programming changes were suggested. No further information was available.